Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cardiac perforation and right bundle branch block may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a ventricular tachycardia procedure, the patient had transient right bundle branch block (rbbb) and a mild pericardial effusion was present three days post ablation. No intervention was needed to treat the rbbb. An echocardiogram was performed three days following the ablation procedure and a mild pericardial effusion was present. No intervention was required and the patient is in stable condition. There were no performance issues with any abbott device.